Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a clearlink continu-flo set separated from the tubing. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. A visual inspection was performed and revealed that the tubing was separated from the luer lock. It was also noted that a residual solvent bond was present on the tubing end. The reported condition was verified. The cause of the condition was determined to be a lack of solvent applied during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.